Event description:
It was reported that when the programmer was powered on telemetry could not be established using the radiofrequency (rf) head. After switching out, the rf head telemetry was established. The rf head was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was out of electrical specification.